Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed gap between the acoustic lens and the ultrasound probe issue could not be determined, however, it the issue was likely the result of repetitive use stress and or user handling/mishandling. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, gastrovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was a gap of the adhesive on the distal end and a stain entered inside the lens through the gap. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process and the evaluation found the following: there was a gap between the acoustic lens and the ultrasound probe, the bending angle in the down direction did not meet the standard value due to wear of the angle wire, the insulation resistance between the evis and us connector did not meet the standard value due to damage on the condenser unit, and the adhesive around the objective lens and adhesive around the bending section cover had a crack. The investigation is ongoing and follow up with the user facility is currently being performed, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.